Event description:
It was reported that (1) device was used during a hiatal hernia procedure. It was reported by the affiliate that the c1535 stainless tip of the applier delivered at the same time as the clip. It was necessary to do a new operation to remove the clip and tip. The device was discarded.